Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that there was an issue with image quality. The site stated that the 2d images were black and grainy and that the kv values was coming in lower than normal. The 3d spins were fine. There was no reported impact on the patient outcome. Additional information was received stating that the site was shooting a lumbar at 60kv then bumped it up to 80kv, and they were still stating that the image was poor. The manufacturer representative (rep) asked if they were using auto brightness the site stated they didn't know. They also stated that the boost wasn¿t working. The rep was going to walk the site through proper setup and use of the system. Additional information was received stating that the procedure was a sacroiliac and thoracolumbar. There was a 10 minute delay in the case. The manufacturer representative went to the site and determined the reported issue was caused by user error. The system was serviced and the system was working as intended. Additional information was received stating that the site wasn¿t holding the exposure button down long enough and was using the wrong technique. Additional information was received stating that the site did not try to troubleshoot the reported issue. They did not try to adjust their technique or the kvp value. However, the site was able to get a better image when they help the button down long enough and by using the correct technique.